Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional evaluation findings are as follows: residue around objective lens metal unable to clean and kink in channel wall at middle section of insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the cysto-nephro videoscope had a bulge in the channel. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, inspection of the device could not confirm the reported bulge in the channel; no bulge in the channel found. Olympus will continue to monitor field performance for this device.